Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, this patient underwent treatment of an abdominal aneurysm and common iliac artery aneurysms with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The iliac branch component (ceb231210a) was partially deployed in the left common iliac artery and an internal iliac component (hgb161007a/17215499) was implanted in the left internal iliac artery. After post-ballooning was performed in the internal iliac component using other manufacturer¿s 16 mm pta balloon catheter (gekira pta balloon catheter, cosmotec), an angiography showed the left internal iliac artery was ruptured. In order to treat the rupture, the left internal iliac artery was coil-embolized. The iliac branch component was then fully deployed. The ipsilateral limb of the rlt281418j was deployed into the proximal iliac branch component and an additional contralateral leg component (plc121000j) was implanted in distal iliac branch component (external iliac artery landing). The physician stated that he should have used more appropriate pta balloon catheter and inflated it appropriately. The clinical specialist reported that he told the physician 16 mm pta balloon catheter was too big to perform ballooning in 10 mm internal iliac artery.